Manufacturer narrative:
Additional procode: dro. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty relay on the processor/bridge/pace board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor an (B)(6)-year-old female patient, the device intermittently failed self-test for defib and pacer functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.